Event description:
A malfunction was reported with a malfunction code malf 12, but no notable events occurred prior to the malfunction. It is unknown if there was any adverse impact to the customer's blood glucose level as the customer declined to answer. Technical support provided information on how to reset the pump and assisted the caller with the reset. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump and to call back if the issue reoccurred.